Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after receiving new battery cap. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they accidentally dropped the insulin pump in the sink. The customer informed that the display was blank less than 30 seconds and did not returned after the insulin pump restart. It was also reported that the display was blank currently. The customer stated the contacts on the battery cap were neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Device was received with broken battery tube threads and cracked case along the side of the battery tube.